Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation and "valve leaks when squeezed." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, curved opening, brown particles, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Additional, changed, and/or corrected data: b.5, h.3, h.6.

Event description:
Healthcare professional reported a left side deflation and "valve leaks when squeezed." Device was explanted.